Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a connected freestyle libre 3 sensor, with the ilet displaying ¿high¿ and a confirmatory fingerstick of 406 mg/dl; the user had recently received a steroid injection and had not meal announced due to no carbohydrate intake, and a system check indicated insulin delivery without leakage. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no need for professional medical intervention, no use of backup therapy, no assistance required, and subsequent return of glucose to range with ilet automated dosing. Investigation included customer support troubleshooting, sensor pairing verification, infusion set function check with drop test, and monitoring with repeat fingerstick. Investigation of this case revealed functional insulin delivery and successful sensor connectivity, with prolonged hyperglycemia likely influenced by recent steroid administration and initial sensor warmup, while device malfunction was not observed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.